Event description:
It was reported by the rep the device was used during a lobectomy. It was reported by the nurse the tlc75 would not fire completely. The firing knob stopped about after two inches. The surgeon changed the reload and the same thing happened. The firing knob only advanced about two inches. The tlh30 fired properly out of the package but unable to remove the cartridge to reload. Another tlh30 and tlc75 was opened to complete the case. There was no consequence to the pt.